Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient's internal magnet became dislodged subsequent to a reported head trauma. The implanted device remains.

Manufacturer narrative:
Per the clinic, on (B)(6) 2015, the patient underwent a surgical procedure to have the migrated magnet removed and a new internal magnet was placed. The implanted device remains. This report is filed 15 sep 2015.